Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.

Event description:
Information received from the (B)(6) study, indicated the (B)(6) female had a secundum asd. The aortic rim was present, the av valve, svc and ivc rims were sufficient. Balloon sizing was performed with a numed 20mm sizing balloon to stop-flow diameter of 11.0mm. Post-implant, no shunt was observed through the aso. On (B)(6), 2010, the patient had a small pericardial effusion without evidence of tamponade. Slightly bigger than effusion noted on pre-cath echo. Sinus tachycardia also was present. No treatment was performed.